Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the un-used product is returned in original tray - with all components placed in right grooves; the filter is released from femoral introducer, and the red locking mechanism is pushed. On jugular introducer the red locking mechanism is not pushed, but it is easily done and the grasping hook can be advanced and grasp the filter hook as intended. Based on event info and investigation of the returned product, the exact reason for the difficulties encountered when attempting to reload from femoral to jugular introducer cannot be determined, but investigation found no evidence to suggest a device failure. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: when cannulating the ductal system, the cutting wire dislodged from the catheter. At the time of filter transfer to the jugular introducer, the release button on the jugular introducer was very firm and unable to hook the filter. Due to this problem doctor had to open another set to complete the procedure patient outcome: no adverse effect. Prior to patient contact.